Event description:
Investigation results are now available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information due to investigation results being now available. Device has been received for investigation. Zimmer reference: (B)(4). Investigation and conclusion: 1. Event description: it was reported that a revitan stem was implanted in 2008 and revised in 2021 due to a fracture. Harm: s3 - instability, moderate. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 2.1 zimmer biomet product experience report (zper). In the event description section, it is reported that in 2008 a revitan stem was implanted and due to its subsidence the head had been changed to a 4 xl (merete) in 2009. In (B)(6) 2021 a fracture of the revitan stem was detected. 2.2 event summary: according to zper there are two events assigned to the same product and patient. The subsidence of the revitan stem is tracked under zimmer biomet¿s reference (B)(4). The second revision due to the fracture of the revitan stem is treated in zimmer biomet¿s reference (B)(4). Both complaints are investigated in this report. 2.3 surgical report of implantation,(B)(6) on (B)(6) 2008. Diagnosis: fracture of the prosthesis right at state after implantation of an uncemented total hip endoprosthesis right type metha company aesculap therapy: revision of stem, implantation of a revitan stem (140/20 mm, 55 mm proximal part, head 36s), cerclage, cancellous bone plastic, gentavlies. Technical procedure: the old scar is excised (anterolateral approach) and the further approach is performed in the sense of a transgluteal approach after bauer. The joint is opened, there is some effusion and a sample is taken. The proximal femur is exposed ventrally and the fractured head/neck fragment is removed. A longitudinal osteotomy in the sense of a ventral bone window with preservation of the trochanter major is conducted. The prosthesis is freed using chisels and removed without problems. The proximal femur is prepared step by step for the insertion of a revision prosthesis type revitan company zimmer with 140/20 mm distal part and 55 mm proximal part. The prosthesis is inserted with good press fit. Before a protective cerclage around the proximal femur distally to the bone window is applied. At correct fit of the prosthesis a short 36 mm head is placed and the joint reduced. There is good fit, correct length and proper function. The ventral window is covered with cancellous bone from the preparation of the medullary cavity and a gentavlies. Redon drainages are put and the wound is closed. 2.4 surgical report of revision, kreisklinik gunzenhausen, dr nothofer, on (B)(6) 2009. Diagnosis: stem subsidence right hip at state after stem revision due to fracture therapy: change of head to 4 xl plus 36 mm head. Technical procedure: the right hip joint is approached transgluteal (anterolateral approach). The joint is opened and a sample is taken. The joint is dislocated and the head removed. Trial reduction with a trial head 3 xl is performed. It shows that there is still some extension necessary and possible. Therefore, the definite head 36 mm (stainless steel) and merete 3 xl adapter is placed and the joint reduced. (Comment of the author: it seems that the 3 xl is a typo in the above sentence.) There is good fit and tension and proper offset reconstruction. The joint is multiple times irrigated, a drainage is inserted and the wound is closed. 2.5 x-rays: a pdf was received showing an ap view x-ray of the right hip and below the initials and dob of the patient as well as the date (B)(6) 2021 in handwriting. The x-ray exhibits a revitan stem combined with an uncemented cup and a metal head. The distal portion of the stem¿s neck is located in the bone. The proximal part of the stem is slightly tilted to medial. On the lateral side a gap between the implant and the bone can be seen which is bordered by a sclerotic line on the bone side. There seems to be as well a radiolucent line above the stem¿s shoulder which is laterally as well bordered by a sclerotic line on the bone side. It could be that there is also a small radiolucent line on the medial side of the proximal stem part extending slightly to the proximal area of the distal stem part. A single cerclage wire is visible around the femur approximately in the middle of the distal part of the stem. The cup has a rather high anteversion. 3. Product evaluation: 3.1 visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 5 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surface of the proximal part shows a fatigue fracture with two fracture planes; a small one and a main one. The small one has a half circle shape, is polished, located laterally and slightly above the main one and exhibits a fracture origin on the lateral side according to the curvature of the beach lines. The fracture origin of the main plane is located lateral posterior. Large parts of the plane are polished including the fracture origin area. Approximately 75 percent of the entire fracture surface have an angulation of about 30 degrees while the rest is rather planar. Except for the presence of the small fracture plane the fracture surface of the distal part matches to the above description. Macroscopically, as far as visible, no deficiencies that could have triggered or favored the fracture were found on the fracture surfaces. On the face surface of the distal part¿s body (including the shoulders) damage is visible deriving most probably from the revision surgery. The inside of the body is partially worn and exhibits a rough surface in the lateral half. There, its proximal edge is damaged. On the proximal fracture part of the connection pin a stripe with surface changes can be seen around the angulated part of the fracture surface adjacent to the non-blasted region. Closer inspection of the stripe with a low power microscope (leica mz16 a, eq-ID wnt-03-rsr-540-151663) revealed mostly polishing and some smearing. Additionally, remains of corrosion and fretting as well as a mark and a crack on the anterior side are recognizable. Around the rather planar part of the fracture surface a very small polished stripe can be noticed. On the proximal part of the revitan stem, revision damage in the form of scratches and nicks are observable. The taper is darker discolored in the proximal third and on the face surface. The conical nut is still well fixed on the connection pin¿s thread. On the anchoring surface polished areas as well as horizontal lines and spots either included in these areas or separate can be seen. These are most pronounced on the posterior and medial side. There are bone attachments on the anchoring surface of the distal part of the stem. Further, the latter is damaged by scratches and instrument marks most probably deriving from the revision surgery. The merete bioball system head and adapter are still firmly fixed to each other. The distal outer edge of the adapter is damaged. Further, the adapter surface is scratched and shows a smearing just below the head. On the bevel and articulation surface of the head coarse and fine scratches, smearing and spots, the latter possibly deriving from the use of an electrosurgical tool, are recognizable. The durasul alpha insert exhibits scratches, indentations as well as a large and deep cut-in, probably deriving from the revision surgery and its removal from the shell. Further, it is yellowish discolored in the same area on the articulation and anchoring side. On the articulation side a sickle-shaped deformation of the bevel of the spherical calotte can be noticed on a length of approximately 15 mm. The articulation surface was inspected more closely with a low power microscope (leica mz16 a, eq-ID wnt-03-rsr-540-151663) and a light microscope (leica dmrx, eq-ID wnt-03-rsr-540-151664). In one zone located close to the unloaded area and the insert¿s rim tiny polished metal particles indented into the polyethylene could be detected. The yellowish discolored area presents the loaded area in which the machining marks are largely no longer visible while they are still present in the non-discolored/unloaded areas. On the insert¿s anchoring side, the contour of the shell is indented including parts of the marking. In the yellowish discolored area backside changes can be found whereas non-discolored/unloaded areas display the original condition with machining marks. The pole pin is damaged on one half due to the removal from the shell. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Instruction for use (IFU): from (B)(6) 2009 the revitan stem was used in combination with a merete bioball system. This combination has to be considered off-label use. The lnstruction leaflet for endoprostheses that accompanied the proximal part of the revitan stem points to the following under chapter 1.1 general instructions: zimmer has not tested the safety or effectiveness of these devices for use in combination with non-zimmer products or components. If surgeons elect to assemble and implant a construct that includes components not manufactured or distributed by zimmer, they do so in reliance on their own clinical judgment and should so inform their patients (2). 5. Conclusion: in (B)(6) 2008 the patient received a revitan stem and a durasul insert combined with a head 36 s. The latter was changed to a merete bioball system due to subsidence of the stem in (B)(6) 2009. In (B)(6) 2021 the endoprothesis was revised because of a fracture of the revitan stem at the connection pin. The fracture occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin is located on the lateral side of the stem. Macroscopically, as far as visible, no deficiencies that could have triggered or favored the fracture could be found on the fracture surfaces. From (B)(6) 2009 the revitan stem was used in combination with a merete bioball system. This combination has to be considered off-label use. The lnstruction leaflet for endoprostheses that accompanied the proximal part of the revitan stem points to the following under chapter 1.1 general instructions: zimmer has not tested the safety or effectiveness of these devices for use in combination with non-zimmer products or components. If surgeons elect to assemble and implant a construct that includes components not manufactured or distributed by zimmer, they do so in reliance on their own clinical judgment and should so inform their patients (2). Furthermore, the combination of a revitan stem and a head/head adapter with a neck length of more than 8 mm is an unauthorized combination which is not released by zimmer biomet (see www.productcompatibility.zimmer.com) (3). According to (1) in the bioball system a 3xl neck length corresponds to + 14 mm and a 4xl neck length corresponds to + 17.5 mm. The x-ray received shows the proximal part of the stem slightly tilted to medial exposing a gap to the bone on the lateral side. As the complete x-ray follow-up (from shortly before implantation to explantation) is not at hand, any change in position of the implants, the bone situation immediately after the implantation and how it developed over time in vivo remains unknown. On the retrievals at hand, bone attachments could be observed on the distal part of the revitan stem whereas on the proximal part of the stem polished areas as well as horizontal lines and spots either included in these areas or separate mainly on the posterior and medial side could be found. This indicates some movement between the proximal part and the bone. It stays unknown whether this started already before the fracture or is a concomitant phenomenon of the fracture. On the proximal fracture part of the pin there is a stripe around the angulated part of the fracture surface revealing a mixture of surface changes. It is unknown if these existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Based on the above described findings it seems that the increased offset led to enhanced bending and torsional forces which probably contributed to the fracture of the connection pin. However, it is unknown to which extent other factors, e.g. The bone support situation especially medially and the surface changes on the connection pin as well as other factors not mentioned above could have had an influence on the fracture. The yellowing on the articulation and anchoring side of the polyethylene liner of the durasul alpha insert can be attributed to the absorption and possibly diffusion of organic substances from the synovial fluid (4). The sickle-shaped deformation of the bevel of the insert¿s spherical calotte could point to an impingement with the adapter of the head. On the articulation surface tiny polished metal particles indented into the polyethylene were observed. It is unclear where from those particles derived. Possible sources could be wear particles originating from the movement of the proximal part against the bone and or particles coming from the fracture surfaces. For the two before described phenomena it remains unknown at what point in time they started to form. Otherwise the insert appears inconspicuous. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we identified the root cause to be the combination of the revitan stem with a competitor head/head adapter with a neck length of more than 14 mm. 5 references: (1) catalogue bioball system visited on 17 mar 2022, https://merete-medical.com/wp-content/uploads/2019/10/x180_merete_cataloguebioballsystem_092019_en.pdf (2) instruction leaflet for endoprostheses, art. No. D011 500 200 - e/d/f/I/sp/sw - ed. 11/06 (3) zimmer biomet product compatibility webpage accessed on 17 mar 2022, www.productcompatibility.zimmer.com (4) costa l., bracco p., brach del prever e., luda m. P., trossarelli l., analysis of products diffused into uhmwpe prosthetic components in vivo. Biomaterials, 22, 2001, 307-315 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: 18 oct 2021 addi received: lot numbers for main product and associated product. Patient info, weight: 84kg / age: 83 age / gender: male. 27 oct 2021 main and associated products received: d10: medical product - associated products: catalog#: 01.00401.055; lot#: 2444624; item name: revitan, proximal part, conical, uncemented, 55, taper 12/14. Catalog#: 01.00013.711; lot#: 2260822; item name: durasul, alpha insert, kk/36. Competitor head: catalog#: unknown; lot#: unknown. Corrected and additional information is filled in the follwing fields: additional: a2, a3, a4, d4, d10, h2, h4. Correction: b4, b5, g3, g6, h10. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No changes in event description.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Medical product: revitan, proximal part, cylindrical, uncemented, 55, taper 12/14; catalog# 01.00402.055; lot# unknown. Merete head; catalog# unknown; lot# unknown. Therapy date: (B)(6) 2021. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision procedure, due to implant fracture.